Manufacturer narrative:
A supplemental report is being submitted for device return. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was removed from use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm, which was attributed to the "front" not being connected. No power reactivations and no other alarms were noted. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection. During functional testing, the controller started the pump on a single stator, triggering an electrical fault alarm. Internal inspection revealed a wire, associated with the front stator, was not fully inserted and locked in the molex connector within the printed circuit board. Internal inspection of the wire socket revealed a substance obstructing the locking operation of the molex connector. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed that the substance was epoxy, which was consistent with the epoxy used in the driveline port. Log files analysis revealed a controller power up event logged on 09/aug/2023 at 12:27:01, indicating the controller was powered on in preparation for a controller exchange. Review of the alarm log file revealed two (2) electrical fault alarms were logged on 09/aug/2023 at 12:27:07 and at 15:59:57 indicating that the front stator was not c onnected, resulting in single stator operation (rear stator only). The event log file revealed a motor star event at 12:27:14, indicating open phases in the front stator. The motor start recorded high power consumption due to single stator operation. The electrical fault alarm was permanently silenced on 09/aug/2023 at 15:59:58. The controller was running in a single stator operation leading up to 25/aug/2023. The controller was powered down on 25/aug/2023 at 10:48:36, likely due to the reported controller exchange. Failure analysis of the returned controller revealed that the device passed visual inspection. During functional testing, the controller started the pump on a single stator, triggering an electrical fault alarm. Internal inspection revealed a wire, associated with the front stator, was not fully inserted and locked in the molex connector within the printed circuit board. Internal inspection of the wire socket revealed a substance obstructing the locking operation of the molex connector. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed that the substance was epoxy, which was consistent with the epoxy used in the driveline port. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an improper assembly. Scapa pr00641492 was initiated to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.